Manufacturer narrative:
The tandem t:slim user guide states that only your healthcare provider can determine your basal rate, insulin-to carbohydrate ratios, correction factors, bg (blood glucose) target, and duration of insulin action. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's healthcare provider stated that the pump was not delivering insulin. There was no reported impact to the customer's blood glucose level. Upon further investigation, the contact stated that the customer had changed the settings without the contact's knowledge or permission.